Event description:
Customer reports passport 2 monitor is unable to capture ECG tracing, which may have affected ECG pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep unable to duplicate reported issue. Tested, calibrated and safety tested unit to factory specifications.